Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10, h6 corrected: d4 (primary UDI number) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: allegations towards this product: the packaging that contains the powder for the cement was improperly sealed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> it was reported that during setup for the case that morning, the circulator had opened a bag of our cement and found it to be busted. I had grabbed a few boxes to replace it, but the powder packaging in all four of them was also busted. It appeared that there was an issue with the seal not closing all the way. They all had the same lot number. We still had five more from that same box with the same lot number that had not been opened, but I assumed they were likely defective as well and did not feel comfortable opening them. There had been no delay to the case or issue with the patient. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned smartset hv bone cement 40g revealed that the powder of the inner package has leaked from the right side. The observed condition has been addressed to the j&j medtech orthopaedics quality system for further investigation. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the smartset hv bone cement 40g would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a nr was created to address current complaint condition. H11 additional narrative: added: g4 (PMA) corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during setup for the case that morning, the circulator had opened a bag of our cement and found it to be busted. I had grabbed a few boxes to replace it, but the powder packaging in all four of them was also busted. It appeared that there was an issue with the seal not closing all the way. They all had the same lot number. There had been no delay to the case or issue with the patient.